Event description:
It was reported that during a veterinary tibial tuberosity avulsion fracture repair surgical procedure, it was discovered that the small battery drive device was unresponsive. There was a five minute delay to the planned surgical procedure. A spare identical device was available for use. There was no human patient involvement as this was veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The device manufacture date was documented as nov 9, 2011 in the initial report. The device manufacture date has been updated as dec 6, 2011. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device made an unusual noise and the upper trigger was sticking. It was further determined that the electronic motor did not meet specifications and drew more than 1.0 ampere. It was determined that this was most likely due to wear on mechanical and electronic components from repeated sterilization and normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.